Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient asked do these device ever get hot. Patient stated the issue started probably about a year ago in 2023. Patient stated they were having some issues that they had never had before and they didn't know if it could be from the stimulator. Agent documented information provided during call. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Per additional information received the event turns into reportable malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient on (B)(6) 2024 who was implanted with an implantable neurostimulator (ins). The reason for call was patient asked do these devices ever get hot. Patient stated the issue started probably about a year ago in (B)(6) 2023. Patient stated they were having some issues that they had never had before, and they didn't know if it could be from the stimulator. Agent documented information provided during call. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on (B)(6) 2024. When asked to clarify which device was getting hot, the patient stated "none". Patient stated the device could not be found to charge or work as implanted for. When asked the cause of the device getting hot, the patient stated, "it wasn't, it got stolen the charger from their vehicle." Patient stated it was still not working to find the device to receive charge. Patient stated the issue had not been resolved and they needed help resolving how to find the device with the charger. Patient reported on (B)(6) 2024, that they still were having issues finding device to charge, cause hasn't been recognized yet. Patient reported that they are going to call in to try to resolve the problem. Additional information received from patient on (B)(6) 2024 reported that the controller could not find the stimulator. Patient added that stimulator would not charge. The issue was not resolved. Patient stated to refer for a old or new doctor.

Manufacturer narrative:
G2 (report source) which was missed in previous report was updated in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Please note that the h6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify which device was getting hot, the patient stated "none". Patient stated the device could not be found to charge or work as implanted for. When asked the cause of the device getting hot, the patient stated "it wasn't; it got stolen the charger from their vehicle." Patient stated it was still not working to find the device to receive charge. Patient stated the issue had not been resolved and they needed help resolving how to find the device with the charger.